Manufacturer narrative:
D10 concomitant product: 72204064, truclear ultra mini tissue removal devic, (lot #5694714) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during hysteroscopy myomectomy, the device initially worked and sub-optimally resected myoma tissue until it completely locked up. The cutting window no longer moved when activating the footswitch. Took shaver out of handpiece and the handpiece worked fine. It was as if the slough chamber completely locked or was broken. Opened a new shaver and the same issue happened within 15 seconds. The procedure was aborted due to prolonged procedure time; more than 30 minutes, and the patient absorbing too much fluid from the delay. Additional operation will be performed.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was a a device related aborted procedure, the shaver was damaged, and there was a window lock failure. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.